Event description:
Information received indicates the patient cannot call the nurse using the bed controls.

Manufacturer narrative:
The technician tested each function and found the nurse cal and lighting was not functioning. He replaced the communication cable to repair the bed.